Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 45639. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the main board. As a result, the main board was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 45639. There was no patient involvement, and no patient harm/adverse event was reported.